Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: UDI: (B)(4). Investigation summary: the device was returned for evaluation. Visual analysis of the device revealed that the electrical port, where the saw handpiece is assemble, presents nicks and scratches all over the edge. The device exhibits an overall worn appearance consistent with normal wear from multiple uses in a clinical setting. Its worth mentioning, that no cleaning cap was found jammed in the sasi. Therefore, the reported condition was not confirmed. This type of damage is consistent with not using the cleaning cap to protect the saw interface port during cleaning and transportation. The assignable root cause was determined to be due to improper maintenance.

Event description:
It was reported that the robotic assisted saw interface left (sasi) device cleaning cap was stuck. During an in-house engineering evaluation, it was determined that the device had nicks and scratches/chipped/shaved delaminated. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged